Event description:
It was reported that after use of the bd pen ndl 32ga 4mm 14bag 700case jp the needle was clogged. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the needle was clog.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see section h.10

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use of the bd pen ndl 32ga 4mm 14bag 700case jp the needle was clogged. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the needle was clog.